Event description:
Per the edwards lifesciences territory manager report, during a transfemoral tavr procedure the sapien valve pre-deployment position was too aortic and the valve was implanted too high (98 aortic/2 ventricular). It was noticed on echo that paravalvular leak (pvl) was coming from the area where the skirt of the valve sits in the annulus. It was thought to be a result of the valve being deployed too high. As discussed with the physician, the patient has a very tortuous descending aorta, which in combination with the horizontal angle of the aortic annulus made the placement of the valve very difficult. The patient was stable at the end of procedure. Per report: the patient's aortic annulus diameter measured 24mm per tee. The calcification degree was noted to be severe for the aortic valve leaflets, moderate for the aortic root, and mild in the mitral valve annulus. The patient had an ejection fraction of 35%. There was no septal hypertrophy. The imaging intensifier angle was good with fair coaxial alignment of the delivery system and valve. There were no issues with the pacing capture during deployment and the patient's ventilation was held.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, per report the event was not caused by a malfunction of the valve. Per the device instructions for use (IFU), device malposition requiring intervention and transvalvular leak are potential adverse events associated with the transcatheter aortic valve replacement procedure. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, and poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In this case, the root cause for the reported inadequate position of the sapien valve and subsequent pvl appears to be the patient's challenging anatomy (very tortuous descending aorta in combination with the horizontal angle of the aortic annulus) resulting in a fair coaxial alignment of the delivery system and valve. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4), and any excursions above the control limits are assessed and documented as part of this (B)(4). No corrective or preventive actions are required.